Event description:
The customer reported, a system message displayed. Between the sixth and seventh case, the system shut down. The patient's eye had already been prepared. The system was switched out and due to the extra time it took to switch to the other system, the patient developed corneal edema. The surgery did not go well, and a posterior capsular rupture occurred. Additional information received stated, the event occurred before the seventh surgery. A system message displayed and then the system shut down. The hospital declined to provide more information on the event. The hospital stated, no complication occurred. This event was reported on 2028159-2010-01760.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).